Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction for h4. H4 : corrected device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the blinking front panel was likely from the user removing the lamp. Troubleshooting with olympus technical support resolved the issue. The following information is stated in the instructions: "chapter 9 troubleshooting. Never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that after replacing the lamp, the reset did not work and the front panel was blinking. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. To resolve the problem, the reporter freed a "trigger" and pressed lamp reset. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.